Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported erosion like symtpoms11 days post photo refractive keratectomy (prk) in a patient's left eye. No active erosion was noted but hazy and looked like freshly healed erosion. Patient reported painful eye and hard to keep open. A bandage contact lenses was inserted. Patient was told to leave contact lens in until next follow up visit in four weeks.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, no physical current erosion was seen. The patient was treated with the standard erosion protocol to be safe. Bandage contact lens was removed approximately three weeks later. The eye looked healthy at that time. There was no signs of any erosion. The patient reports to be happy. This eye was treated to be a near monovision eye.